Manufacturer narrative:
One vamp jr. System with attached 10cc bd syringe was received for examination. No particulate was found inside the syringe. However one light yellowish particulate was found on the inside of the wall of the vamp reservoir. The particulate was approximately 0.07" in length. The fluid inside of the syringe, approximately 5ml, was flushed through a black filter paper for further examination. The vamp system was also flushed with reverse osmosis water through black filter paper for further examination. No visible particulate was observed on black filter paper. The yellowish particulate was not flushed out of the system during 5 minutes of continuous flushing. Per chemistry analysis the ir spectrum of the unknown yellow substance inside the reservoir showed similar absorption characteristics when comparing to silastic adhesive like material. Through additional testing and experimentation it was determined the particulate came from a supplier part. The supplier has opened an investigation and corrective actions will be applied to the end of their investigation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that white particulates were noticed in the fluid path during use. No patient complications were reported.